Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's daughter reported that the patient had a red itchy skin irritation under the electrodes. During a follow up, the daughter reported that the patient was prescribed cortisone cream by a doctor and the rash was clearing up. There was no alleged device malfunction.